Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 and damaged monitor case) has been confirmed. As received, the monitor was unable to communicate with an electrode belt. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires in the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving a "service code 204 - monitor unusable" and that the monitor case was damaged.